Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The reported problem ("adjust belt" and "check therapy pad" messages) has been confirmed. The cause for the reported messages was isolated to an intermittent open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the intermittent open wire was excessive force no adverse event resulted from the defective electrode belt.

Event description:
A u.s. Distributor reported that a patient was receiving frequent "adjust belt" and "check therapy pad" messages when using electrode belt sn (B)(4).